Manufacturer narrative:
The customer reported that the system could not deliver ultrasound power prior to a procedure. The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The cause of the reported event was attributed to a small object getting stuck under the footswitch. The tss instructed the customer to remove the object. The customer then confirmed that the system functioned normally again and ultrasound power was delivered as expected. The facility did not request service. The system was manufactured on april 24, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed a small object getting stuck under the footswitch. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with no ultrasound before a procedure. There was no patient involved.